Event description:
It was reported that the lead integrity alert (lia) triggered due to increasing sensing integrity counts (sic) and possible oversensing. Noise was seen with provocative manipulative testing of the device in the pocket. Discussions included a possible lead fracture or a connection or set screw issue. An xray showed that the pin was not in the device header. The pin was reseated, but the patient presented again with the same issues. Xray and manipulation revealed nothing. The device was reprogrammed and the patient was sent home. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.